Event description:
An email was received to baxter in 2009. The home patient (hp) reported that a box of cassettes in an order had two bad pieces. The patient line was leaking under the clamps on two separate occasions. The hp threw the box and product away. Product surveillance contacted the hp five months later to obtain additional information regarding the reported condition. The hp stated that the tubing was leaking on both cassettes. The hp was able to tell on the one that the pinch clamp seemed to have punctured the tubing, causing the leak. The hp believed that this was the problem with the other cassette as well but could not confirm as she had with the first one. No antibiotics were given. The hp was able to resume therapy as normal. There was no patient injury reported.

Manufacturer narrative:
Should more information become available, a follow-up report will be submitted.